Event description:
It was reported that the patient's generator was at an ifi warning and that the primary care physician indicated that the stimulators cord pulled out and may need to be replaced. It is unknown if a high impedance warning was received upon device interrogation. Attempts to obtain additional relevant information have been unsuccessful to date. The patient was referred for surgery. No known surgical intervention have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 and lead impedance was within normal limits (impedance value ¿ 2250 ohms). The surgeon indicated that he was unaware of the initial report regarding the patient¿s ¿cord [being] pulled out.¿ prior to generator replacement, the surgeon confirmed that the lead pin was fully inserted into the generator header. No high impedance message was observed prior to the procedure.